Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the tubing after 45 units of insulin had been delivered. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer re-secured the luer lock. The customer was able to complete the fill tubing process and resume insulin delivery.